Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, patient xu longxiang was admitted to the intensive care unit of qingyang county people's hospital due to respiratory failure. According to medical advice, he was required to use a ventilator to assist in breathing and improve the patient's oxygenation function. During use, the nurse noticed that the machine kept alarming and couldn't pass the self-test. She promptly informed the head nurse, who confirmed that the machine could not be used normally. Based on the usage of the ventilator in the department, the head nurse made timely adjustments and replaced the patient with a functional ventilator to ensure their normal use. This time, there was no impact on the patient and no treatment measures were taken. No health consequences and impact.

Manufacturer narrative:
The nurse noticed that the machine kept alarming and couldn't pass the self-test. The issue was identified during pre-operation checks, where the flow sensor calibration failed. After replacing the flow sensor, the device functioned normally. The malfunction was detected before connecting the ventilator to the patient, so no harm was caused. No logfiles provided.